Event description:
It was reported that liner tear occurred. Vascular access was obtained via a femoral approach. The patient's anatomy was noted to be of adequate vessel size with no calcium and was not tortuous. A 15f isleeve introducer sheath was placed. A 25mm lotus edge valve was inserted. No resistance was noted when introducing the 25mm lotus edge valve through the 15f isleeve introducer sheath. The 25mm lotus edge valve was deployed; however a leak was noted. The 25mm lotus edge valve was resheathed and removed. It was determined that the patient needed a larger size lotus edge valve. A 27mm lotus edge valve was inserted through the 15f isleeve introducer sheath. The liner of the 15f isleeve introducer sheath split and the 27mm lotus edge valve delivery catheter came out side of the 15f isleeve introducer sheath. The 27mm lotus edge valve was successfully implanted. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the sheath and tip were microscopically examined. The sheath has numerous small kinks/buckles along the sheath. All 3 of the seams are starting to expand as expected with device usage. One seam is torn 11cm from the tip to the tip. 2 of the tip seams are torn. Inspection of the remainder of the device presented no other damage or irregularities. Review of the complaint information and the directions for use dfu did not reveal any evidence of device off-label use or failure to follow instructions.

Event description:
It was reported that liner tear occurred. Vascular access was obtained via a femoral approach. The patient's anatomy was noted to be of adequate vessel size with no calcium and was not tortuous. A 15f isleeve introducer sheath was placed. A 25mm lotus edge valve was inserted. No resistance was noted when introducing the 25mm lotus edge valve through the 15f isleeve introducer sheath. The 25mm lotus edge valve was deployed; however a leak was noted. The 25mm lotus edge valve was resheathed and removed. It was determined that the patient needed a larger size lotus edge valve. A 27mm lotus edge valve was inserted through the 15f isleeve introducer sheath. The liner of the 15f isleeve introducer sheath split and the 27mm lotus edge valve delivery catheter came out side of the 15f isleeve introducer sheath. The 27mm lotus edge valve was successfully implanted. No patient complications were reported.